Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Debris was observed on the clamps. Residue, which appeared to be from a dressing, was observed on the extension legs. The printing was partially worn from the extension legs. A breach was observed in the extension leg within the distal end of the red luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. Lines that resemble beach marks were also observed on the surface of the breached tubing. A lot history review (lhr) of rebs2562 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs2562) have been reported from the same facility.

Event description:
It was reported that the PICC was leaking at the red hub and tubing connection. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs2562 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebs2562) have been reported from the same facility.

Event description:
It was reported that the PICC was leaking at the red hub and tubing connection. No other information was provided.